Event description:
It was reported that unit got damaged/breakage during the surgery. All broken pieces were removed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.